Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl. The customer treated with insulin. Customer indicated that they are having a lot of issues with the infusion sets and leaking. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer indicated that they would return the set for analysis. Further high blood glucose troubleshooting was declined by the customer.